Manufacturer narrative:
E.1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
It was reported "the end user bought 2 boxes of the product and he says that some catheters remain to have the coudé tip not aligned with the raised fin for the coudé on the funnel end."